Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. The battery compartment was allegedly cracked and the battery cap could not be tightened on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/21/2017-product analysis: the device was returned and evaluated by product analysis on 06/22/2017 with the following findings: review of the pump¿s black box revealed multiple rebooting events. Three battery compartment cracks were observed. No moisture was observed within the battery compartment. The returned battery cap threads were damaged. An intermittent power issue was experienced with the returned cap and test cap. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.